Manufacturer narrative:
The impella device was returned for evaluation but has not yet been evaluated. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported an impella cp in a 68yo male patient for mechanical circulatory support. It was reported that impella was placed too deep into left ventricle (lv) and required reposition at the bedside. While the cardiologist was pulling impella back the sterile sleeve was compromised. As the sterile sleeve was torn, the impella slipped out of lv and into the aorta requiring reposition at the bedside. The impella with torn sterile sleeve was left in place for 2 days. The patient was brought back to cath lab to exchange impella for new cp with sterile sleeve intact. Patient remained hemodynamically stable during exchange of impellas. No additional information was provided.

Manufacturer narrative:
The investigation for the product damage has been completed. Impella cp pump was returned. Visually inspected the pump and the sterile sleeve found to twisted and torqued closer to the gwru. The sleeve was observed to be completely damaged and torn near touhy-borst side. No other abnormalities were found. The cause of the positioning issue was use related due to sterile sleeve being damaged and pump slipped out of lv dislodging into the aorta during repositioning per field investigation and clinical review. Corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.